Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a physician that the patient implanted with this implantable cardioverter defibrillator (ICD) received four shocks from the device. The physician determined the shocks were inappropriate, and reprogrammed the device from three zones to two zones. There was now a monitor only zone from 180-200 bpm, and a ventricular fibrillation (vf) zone with atp and shocks set to 200 bpm. It was noted the patient was having an argument at the time of the shocks. No adverse patient effects were reported outside of the inappropriate shocks that were received. The device remains implanted and in service.